Manufacturer narrative:
No conclusion code available. Final analysis found an integrated circuit anomaly which resulted in a high current drain. This could have contributed to the reported unable to interrogate.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to interrogate. The device was not used.